Event description:
During device recertification at zoll medical's technical service department the device displayed a "status 81" message. There was no patient involvement in the reported malfunction.